Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump was received with scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and priming anomaly from the insulin pump. The customer's blood glucose reading was 50 mg/dl. The customer stated that she had several unexplained low readings but did not have to be hospitalized. The customer treated the low readings with glucose tablets but would have the low readings again. The customer stated that insulin squirted out during the manual prime process. The customer was advised to check for compromised force sensor system alarm. The customer stated that there were no alarms. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the pump was not exposed to strong magnetic fields or mris. The customer will be sent a replacement pump.